Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 500 mg/dl. Customer is reporting a past event. Customer reported alarm did not occur during manual prime. Customer also received a failed battery test. Customer was unable to troubleshoot at time of call and unable to determine the cause of the issue. Customer was advised to call back and we are sending replacement sets. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was treated with injection with novalog. Customer does not wish to troubleshoot for the high blood glucose.